Event description:
It was reported that a symptomatic patient presented to clinic after receiving inappropriate hv therapy. The patients rhythm at the time of the shock was atrial fibrillation with a rapid ventricular rate. The shock was inappropriate, but the therapy converted the patient. Upon investigation, the device reported over current detection error and low, out of range hv lead impedance during therapy. Fracture was suspected. The lead was capped and replaced. The patient was stable after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.